Event description:
It was reported that shaft break occurred. The patient was presented with peripheral arterial disease and underwent endovascular therapy. A 100% stenosed target lesion was located in severely tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the catheter was separated outside the patient. The procedure was completed with a different device. There were no patient complications nor injuries were reported.